Manufacturer narrative:
Product ID: 387445, lot# va06jby, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: screening device. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, the patient reported one day after a trial lead was placed, the patient complained of severe abdominal and back pain with and without any stimulation.

Event description:
It was reported that one day after a trial lead was placed, the patient complained of severe abdominal and back pain. The patient was without any stimulation. The lead was removed, but the pain did not go away. The patient was sent to the hospital via ambulance to rule out epidural abscess or a hematoma. It was further reported that the patient had been discharged from the hospital and was doing much better. An MRI was negative for an abscess or hematoma.